Manufacturer narrative:
Findings: unit passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with a food and juice. The customer stated that they nearly called the hospital due to the issue, but the customer never went to the emergency room. The customer was assisted with troubleshooting and their insulin pump passed the displacement test. The customer later called again stating that they insist on having their insulin pump replaced because the device was not properly working. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.